Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal ¿2000¿ at ¿700¿ via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient had a return of symptoms. The pump was read in the ER (emergency room) and the pump was in a motor stall. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury. No further complications were reported.